Event description:
It was reported that a patient experienced a pericardial effusion and had to be hospitalized. It was reported that during a redo atrial fibrillation case, they had already completed ablation of the left two veins and the posterior wall. When the farawave catheter was moved to the right superior vein, the patient's blood pressure slowly dropped. Physician had trouble getting the farawave catheter to the right superior vein. The caller reported that a "little" pericardial effusion was confirmed and noticed on ice and x-ray. However, the pericardial effusion kept growing and an interventional cardiologist was called in. One application had been performed on the right superior vein before the pericardial effusion was noticed. A post-voltage map of the left atrium with a non-bsc catheter showed that everything was isolated. The caller reported that the procedure was able to be completed, also pericardiocentesis was done. At the end of case, the physician commented that when attempting to get to the right superior vein, he believed that the catheter may have been pulling on the septum and may have caused it. The caller reported that the injury was most likely caused by the faradrive sheath. The caller reported that the last known patient status was stable and still intubated. The caller reported that the patient had been moved to ICU. The last known patient status was stable and still intubated. The physician was considering doing a cardiac window if the patient was still having blood loss. The physician was considering doing a cardiac window if the patient was still having blood loss. The caller reported that the carto 3 system was used for mapping and the farapulse system was used for ablation. The caller reported that petal xml was used, following 3 bwi catheters were used in the case: soundstar catheter, the webster cs catheter & the octaray catheter. The caller was unable to provide details about the bwi catheters. The caller reported that the bwi catheters were discarded. Fse follow-up was not requested. Reference report: mw5175249 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".

Manufacturer narrative:
No indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product and facility information and was not provided to bsc via the medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.